Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain and post lumbar laminectomy syndrome. It was reported that since implant ((B)(6) 2015) the patient had ringing in their ears that was so loud they feel suicidal. The patient had been to an ear nose throat (ent) health care provider (hcp) and they had told the patient that their ears were perfectly fine. It was asked but unknown to the caller when the suicidal ideations had begun. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they we having an MRI and it was unknown if it was patient's brain or because of the device but patient had tinnitus and their ears have been ringing. Ringing in the ears started shortly after the original implant. No further complications were reported.